Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited non-sustained rv oversensing due to post-paced t-waver oversensing. Programming changes were discussed. No further information available.

Event description:
New information received indicated that the patient was asymptomatic during the post-paced t-wave oversensing. The oversensing was resolved after programming changes were made. Patient is doing well.